Manufacturer narrative:
Multiple attempts were made to contact the customer to learn further information about the device pending evaluation; however, the customer did not respond. Therefore, the remaining device was not evaluated.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 17 devices were evaluated in the field and the issue was confirmed; 12 devices had broken/damaged components, two devices had worn components, and two devices had an electrical short. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.